Manufacturer narrative:
D3, d4: correction. H3: no product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient was intubated and ventilated in the medical intensive care unit and was receiving continuous fentanyl infusion at 300 mcg/hour via the cadd pump. Per reporter, the pump was alarming infusion volume complete but the volume of the bag was unchanged since the beginning of the shift. Per reporter, upon inspection, it appeared that the bag was not spiked completely and during this time, the pump did not register that the medication was not being given appropriately and the pump also did not alarm or become "dry". There was no air in the tubing. The patient was not being delivered documented doses of medication from the pump which resulted in increased respirations by the patient and increased work of breathing. The pump alarms - "air in line" and "upstream occlusion" were disabled.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.